Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in patient use the fluid warmer keeps alarming. No patient injury was reported.

Manufacturer narrative:
One device was returned for investigation in used condition. While performing a visual inspection, small cracks in the return tube were found with no evidence of leaks. A functional test was done where the device problem could not be duplicated. Customer complaint issue could not be confirmed as the unit was performing as it was intended. The return tube was replaced as a precaution. Service history review showed that the device had not been in for repair previously. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date.